Manufacturer narrative:
Product event summary: data files were received containing two images. The patient file and failure file were not received. Two images were received showing the balloon catheter with a guidewire lumen kink inside. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was a problem with the balloon catheter. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the catheter was bent immediately after inflation.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-09-24 09:44:48 cst pli# 10 product ID# afapro28 the balloon catheter was visually inspected, functionally tested as per product analysis guidelines 10082389doc. Reported issue observed in log/data/multimedia files no patient file is received. The failure file has not been received. Attached 2 images to the pli showing balloon catheter with guide wire lumen kinked inside. Clinical data have been retained in the complaint records and available for further review medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.